Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had changed the set 3 times due to no delivery alarms. Customer changed the set while doing a basal delivery. Customer's blood glucose level was 78 mg/dl. Customer ran a manual prime and the insulin did not exit the tubing. Pump alarmed no delivery. Customer pushed the insulin slowly through the tubing. Insulin exited. Customer reported that the insulin exits with manual prime. Pump was working as designed. It was explained that the alarm was caused by set/reservoir occlusion. No further assistance needed.